Event description:
It was reported that a patient underwent a bilateral breast augmentation and mastopexy procedure on (B)(6) 2011 and suture was used. At the end of (B)(6) 2011, the incision started to gradually open on the left and now there is a 4cm area of dehiscence on the incision. There is no evidence of infection and there is a little redness on the incision site. There has been no tension on the incision and silvadene has been applied to the incision area to keep it clean. Due to the size of the area of dehiscence, the patient was scheduled to be re-sutured on (B)(6) 2011. Additional information has been requested.

Manufacturer narrative:
(B)(4) wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02034. The same patient is represented in each medwatch.